Event description:
It was reported that the during a da vinci surgical procedure, the monopolar curved scissors instrument was dull. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted tests and found the instrument scissors did not cut cleanly through .006" of latex. The latex gets snagged at scissor tips. The blade edges are slightly rounded at the tips, negatively affecting cut performance. The decreased cable tension and/or belleville spring force may also contribute to poor cutting. Electrical continuity passed. Engineering also observed the main tube to have a 2" long section just below the midpoint with light material removal on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.